Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to sepsis and infection. The patient was treated with intravenous antibiotic. Additional information indicated that the patient was admitted for positive blood culture. There was no additional adverse patient effects were reported. This ICD was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to sepsis and infection. The patient was treated with intravenous antibiotic. Additional information indicated that the patient was admitted for positive blood culture. There was no additional adverse patient effects were reported. This ICD was explanted.